Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No evidence has been provided to suggest that the canopy implant caused or contributed to the adverse effect to the patient. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a patient is experiencing partial paralysis at c5 post operatively. This event occurred in japan.